Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
The day after implant, low sensing was observed. An x-ray image revealed a lead perforation. The lead was explanted.